Event description:
(B)(4). My issues started approximately 6 months after surgery but I don't remember date of procedure, I will get that info. I started with bloating and pain in my abdomen, approximately a year after procedure, I started having itching and "discharge in my vaginal area. Other issues I have currently" have had, hair thinned, memory issues, allergies, bloating, cellulitis.